Event description:
It was reported that the patient underwent a surgical intervention wherein the left lead was explanted and replaced for an attempt at a better placement and efficacy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: h6 2388 - inadequate pain relief and 3023 - therapeutic or diagnostic output failure.